Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient, via a manufacturer representative (rep), receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient was having problems with their pain pump. No further information was provided at this time. Additional information was received from the consumer on (B)(6) 2020. The patient reported that many times the bolus "goes to my left rib cage with no relief anywhere else." The patient would have to lay down to get relief in their tailbone and legs. The patient would often feel no relief. The patient also reported that pump always had more than what the reading showed when removing the medication during the refill. The pump has never had what the interrogator read.